Manufacturer narrative:
Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle 22x1-1/2 rb I is not injecting full dose, and leaves 0.5ml of product in the syringe. The plunger stopper in the syringe barrel is not flush with the bottom.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a 1 ml bd slip tip syringe with attached needle is not injecting full dose, and leaves 0.5ml of product in the syringe. The plunger stopper in the syringe barrel is not flush with the bottom.

Manufacturer narrative:
The corrections are as follows: describe event or problem: it was reported that a 1 ml bd slip tip syringe with attached needle is not injecting full dose, and leaves 0.5ml of product in the syringe. The plunger stopper in the syringe barrel is not flush with the bottom. Medical device brand name: 1 ml bd slip tip syringe with attached needle. Medical device type: fmf. Common device name: piston syringe. Medical device manufacturer: mfg us canaan. Medical device catalog #: 309597. Medical device lot #: 8059526. Medical device expiration date: 2023-02-28. Unique identifier (UDI) #: 30382903095972. Manufacturing location: mfg us canaan. PMA / 510(k)#: k980987. Device manufacture date: 2018-02-28.

Event description:
It was reported that a 1 ml bd slip tip syringe with attached needle is not injecting full dose, and leaves 0.5ml of product in the syringe. The plunger stopper in the syringe barrel is not flush with the bottom.